Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to an infection. The pressure regulatory balloon (prb) was explanted and replaced. There were no patient complications.